Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when trying to put the clips on the vessel, surgeon noticed that clips are not formed properly. Some of the clips were in scissor shape. A competitor¿s product was used to complete the procedure. There were no adverse consequences for the patient reported. There was a delay of fifteen minutes.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; no scissored clips were formed. Finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.